Manufacturer narrative:
Reporter first name: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device had self test fault. There was no patient involvement.